Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc), and during troubleshooting the home patient (hp) stated that they had disconnected the bags to switch the lines around prior to calling. The hp was connected. The technical service representative helped the hp end therapy. The hp would contact their peritoneal dialysis registered. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.